Event description:
It was reported the device detachment occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. Opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip broke off inside the patient and had to be snared to remove. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the tip was separated (deformed/lifted). Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported the device detachment occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. Opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip broke off inside the patient and had to be snared to remove. The procedure was completed with another of the same device. There was no patient injury.